Manufacturer narrative:
Information was received on 24-feb-2020 indicating that the event occurred during testing. Device evaluation completion date: 12-feb-2020. Device evaluation: one smiths medical level normoflo irrigation fast flow system was returned for analysis in a good condition. During analysis, the reported problem was able to be duplicated. It was noted that the printed circuit board (pcb) microswitch was broken and was the cause of the reported problem. Service replaced the main pcb to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
It was reported that smiths medical, level 1 fluid warmer was "not warming, no flow, & no alarm". No patient was involved in this event. No adverse effects were reported.

Event description:
Information was received that a smiths medical.